Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise and a high number of short interval counts (sic) on the right ventricular (rv) lead. The morphology was consistent with electromagnetic interference. A fracture was suspected. The lead was initially reprogrammed, then it was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil also developed a fracture due to flexing while in vivo.